Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 156mg/dl at the time of incident. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen, stuck at 6 or button error alarm noted. Unit time/clock moved. Device had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test or verify battery out limit alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection.